Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years and one month later, computed tomography (CT) revealed grade 3 perforation of the 3 o'clock strut to the right renal hilum. Grade 2 perforation of the 7 o'clock strut 0.35 cm. The filter tilted, 18.9 degrees in the coronal and 13.32 degrees in the sagittal direction. Apex of filter abuts the anterior aspect of the inferior vena cava. The filter migrated and tip of the filter was approximately 2 cm above the left renal vein confluence. A fractured strut was visualized posterior to the apex at the 6 o'clock position. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava (ivc), filter limb detachment and filter migration. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g3 h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately ten years and one month post filter deployment, it was alleged that the filter tilted, migrated, struts detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately ten years and one month post filter deployment, it was alleged that the filter tilted, migrated, struts detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.